Manufacturer narrative:
Follow-up #1 date of submission 12/18/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/07/2015 with the following findings: a review of the black box data showed evidence of short battery life with a voltage drop resulting in a replace battery alarm prior to the event date. Additionally, battery alarms along with a replace battery alarm. A visual inspection of the pump showed that the battery compartment was damaged. Evidence of moisture contamination was found in the battery compartment. No battery cap was returned with the pump, a test cap was used to complete investigation. The pump¿s current draws were found to be within specifications. The pump failed a leak test at the battery compartment. The pump cover was opened and no additional moisture was found in the compartment. The complaint was not duplicated during testing.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. It was reported that there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.